Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. A different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies were changed multiple times. Occlusion alarms reoccurred. Customer reverted to using another pump. Blood glucose was 422 mg/dl and ketone level was 1.4. Customer was vomiting. Bolus was delivered and water was consumed to address bg/ketones.